Event description:
Approximately five years following a double valve replacement procedure, the mitral valve was explanted due to severe mitral regurgitation, mitral insufficiency, and pulmonary hypertension. The aortic silzone valve was also explanted during this procedure. The valves were replaced with 21 mm aortic and 31 mm mitral sjm valves. Model 21agfn-756 and model 31mecj-502. In september 2004, x-ray demonstrated cardiomegaly and echocardiograms suggested severe mitral regurgitation and severe pulmonary hypertension. According to the information received, the operative report indicated the surgery was difficult and that a "good" portion of the mitral valve was dehisced from the annulus. Cultures were negative for endocarditis. The patient had a history of native valve endocarditis requiring a double valve replacement in 1987 with two porcine bioprostheses. It is unknown why the aortic valve was explanted.